Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere impactor fractured during implantation of the glenosphere. No patient impact was reported. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product noted the plastic tip is not returned. The device is 3 years old and shows heavy signs of use and damage. The complaint is confirmed. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.